Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: discomfort, ptosis.

Event description:
Patient reported "my breast implants were recalled a few years ago". Patient later reported "there have been complaints". Later, healthcare professional reported "pain, discomfort" , "overheating" and "ptosis". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.